Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The ventilator was investigated on site and the oxygen gas module was replaced and returned for investigation. Simulated use testing of the received oxygen gas module has reproduced the described customer issue. The received device log files also confirms the issue. Our investigation has concluded that the reported problem with alarm for high o2 concentration is due to a broken pressure transducer. If this fault happens during ventilation, the patient may receive an amount of oxygen in the gas mixture that deviates from the expected. Flow and pressure may also deviate from the expected. Alarms will be activated if the failure occurs during ventilation. High airway pressure alarms are common during patient treatment. They can be patient related and/or due to parameter and alarm limits' settings. The cause of the broken pressure transducer has not been determined.

Event description:
It was reported that during patient treatment, the ventilator generated alarms for high o2 concentration. There was no patient harm. Manufacturer's ref #: (B)(4).